Event description:
The coil would not detach. Returned to manufacturer. Response from ir radiologist: the coil failed to detach, so it was withdrawn from the patient. The remainder of the case went well, with additional coils placed without incident. No harm to patient.